Event description:
It was reported that after a supply change the user¿s continuous glucose sensor disconnected from the ilet, resulting in loss of glucose readings and inability to reconnect the dexcom g7 during a call. Symptoms included no glucose data available to the ilet due to sensor-to-pump communication loss. Outcomes included user interruption in automated insulin dosing guidance and need for troubleshooting. Investigation included technical support guidance to reconnect the sensor. Investigation of this case revealed unsuccessful reconnection during the call due to user distraction, with persistent sensor disconnection from the ilet. It was concluded that the event involved a communication failure between the cgm sensor and the ilet, with no injury reported and education provided on reconnection steps.